Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that they experienced ballooning in the silicone pump segment during a zosyn infusion in the critical care unit. No IV flushes were reported to have been given. No pt harm or medical intervention was reported. No further pt/event information was provided.